Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this device and competitor right ventricular (rv) lead exhibited noisy signals and high out-of-range pace impedance measurements. It is suspected that the lead was physically damaged. The device and lead were explanted. No additional adverse patient effects were reported.